Manufacturer narrative:
Pending investigation. D10. Concomitants: 02-010-03-0325 - logic cr femoral cem, right, sz 2.5, 2130414. 02-012-45-2525 - lgc tibial fit tray cem sz 2.5f / 2.5t, 2772888. 200-03-32 - one peg patella 32mm, 2150668.

Event description:
As reported via legal documentation, a patient had right knee replacement surgery on (B)(6) 2013. They underwent right knee revision surgery (B)(6) 2023, approximately 9 years 8 months post primary procedure. (B)(6) 2023, op report surgical findings: significant synovial fluid with hypertrophic synovial tissue and granulomatous synovium large amount aware of the medial tibial insert and mild patella polyethylene wear. Polyethylene insert was noted to have significant wear of the medial plateau. None of the implants showed evidence of severe bone loss or loosening. The patient tolerated the procedure well was brought to the recovery room in stable condition. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. H6: corrected health effect, component, and investigation clinical codes.